Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, it was reported that the patient experienced inaccurate cgm values. The reported event date is approximate. The reporter stated the incident occurred approximately four years ago, sometime after the covid-19 pandemic, and could not recall the exact date or time. The event was not reported to dexcom at the time but was reported to the ¿va¿. On approximately 2022 (exact date unknown), the reporter stated that his father mentioned he was not feeling well while sitting on the side of his bed. According to the reporter, the patient complained of chest pain and stated, "I might go to the hospital. I'm hurting in my chest. I'm having a heart attack." The reporter noted that the patient had no known history of heart problems. At that time, the cgm was displaying a glucose reading of 358 mg/dl. No fingerstick blood glucose (fsbg) test was performed prior to seeking medical attention, and no calibration was completed because the patient and reporter were unfamiliar with the calibration process. The patient was taken to the hospital, where healthcare professionals performed a fsbg test which showed 38 mg/dl. The reporter stated that hospital staff advised that the patient was not experiencing a heart attack but was instead experiencing low blood glucose. According to the reporter, the patient received IV therapy during the ed visit. The patient was discharged in less than 24 hours. During or following the hospitalization, the patient received education regarding cgm calibration and proper sensor management. The reporter stated that dexcom later provided a replacement sensor, which they believed at the time was related to a sensor issue. The reporter also confirmed that the patient recovered and is currently doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.